Event description:
A customer contacted beckman coulter regarding low results for cartridge chemistries generated by the synchron lx20pro instrument. The customer indicated that approx at 5:00 am very low results were observed for magnesium and tbl. The customer then verified all results tested since 4:00 am and corrected results for ck and ldh. Ck; the initial result was 61u/l and 66u/l upon repeat. Ldh; the initial result was40u/l and 191u/l upon repeat. It is unk how many pt samples were effected. The customer indicated that the low results were not reported out of the lab. Based on available info, no treatment was initiated or withheld as a result of this event.